Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed that the trailing haptic was no longer attached. The lens and haptic were explanted and replaced with another lens during initial procedure. The doctor thought that the advancement piece of the lens inserter was possibly wrapped around the trailing haptic causing it to tear off. The procedure was completed on same day without any harm to the patient. Additional information has been requested.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation of the report that the haptic broke after insertion; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review, complaint history review, and non-conformance review could not be conducted. A sample was not received at the manufacturing site and no lot information is available; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).